Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received three closed samples for analysis. We have tested the needle attachment strength of the samples received and the results fulfils the requirements of the european pharmacopoeia (ep): 0.28 kgf in average and 0.195 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.41 kgf in average and 0.39 kgf in minimum kgf (ep requirements: 0.20 kgf in average and 0.06 kgf in minimum). Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that during the anastomosis the needle detached and the thread broke. It happened with 3 different units.